Event description:
According to the reporter, 1 day after an internal fixation of the right patellar fracture and patellar claw procedure, synthetic absorbable surgical sutures were administered to suture the subcutaneous tissue and the patellar ligament, the patient experienced pain, redness and swelling at the surgical mouth. Then irecoxib drug was given 0.1 g orally twice a day, injection of parecoxib sodium 40mg + 0.9% normal saline 250ml intravenous infusion daily, anti-inflammatory and analgesic treatment, close observation of wounds, active dressing change and symptomatic support. After 4 days, the patient's adverse symptoms disappeared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.